Manufacturer narrative:
The local representative was unable to obtain information regarding the death of this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted boston scientific's technical services (ts). According to the family member, the patient died in mid-march 2014 as a result of a possible heart attack while in the hospital. The family expressed concern that the device may not have operated properly. The patient had been admitted to the hospital for insertion of a peripherally inserted central catheter (PICC). The family was notified by the physician that on the day of death, the patient's blood pressure was low. The nursing staff had reported that the patient's blood pressure had become low the night before the patient died. According to the family member, a physician alleged that the device did not provide shock therapy when required.ts discussed the operation of the device when heart rates are slow or fast. Ts explained that heart attacks are generally caused by coronary artery blockages and the device would not treat unless the heart rate was slow or fast. Ts suggested that the family member contact the implanting or following physician to discuss the death of this patient.